Event description:
It was reported that the pump did not accurately adjust the amount of insulin delivered. The customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address bg. Tandem technical support was unable to confirm the allegation. Reportedly, a pump reset was performed to address the event and the customer continued to use the pump for insulin therapy.